Event description:
Profound and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Loss the use of his arms including the ability to lift or feed himself [monoparesis]. Hypocupremia [copper deficiency]. Case description: an attorney reported their (B)(6) male client used fixodent denture adhesive, version unk, cream beginning in 2007 through 2008, after using super poligrip beginning in 1974 through 2007, and reported the following: profound and permanent neurological injuries, extensive nerve damage, severe and permanent physical injuries, loss the use of his arms including the ability to lift or feed himself, and hypocupremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned complete for investigation. The device did not show any kinks or other damage. The balloon was received unfolded. The soft tip was observed and it was considered to be conforming. Also the distal and proximal balloon end and marker did not show any abnormalities. The guidewire lumen was flushable and the 0.035 guide wire compatibility was performed successfully. The inflation of the balloon could not be performed because of the material rupture. The device showed a longitudinal balloon rupture. It is likely that the failure developed during use in a heavily calcified lesion. According to this investigation, no evidence could be found which supports the assumption that a device defect led to problems described in the case description. A review of the lot history record for this device did not produce any findings relevant to this report.

Event description:
It was reported that during an interventional procedure of the heavily calcified mid superficial femoral artery (sfa) using an antegrade puncture at the common femoral artery, the fox plus balloon catheter was advanced to the middle segment of the superficial femoral artery over the 5 fr introducer sheath but the balloon ruptured being inflated at 8-10 atmospheres (atm). A second fox plus was attempted and during the inflation attempt the balloon ruptured at 8-10 atm. Both balloons were inflated using a syringe. All pieces of both balloons could be removed from the anatomy without difficulty; nothing remained in the pt anatomy. There was no reported pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. The 6.0 x 40 fox plus (part ap14006, lot 626288), indicated is being filed under a separate MFR#.